Event description:
The surgeon performed an si joint fusion by utilizing the ifuse implants system on (B)(6) 2010. The patient had radicular type pain down the leg post-operatively. The CT scan showed that the implants were inserted too medial and was bumping into the sacral canal. The CT scan also showed that the second implant is inserted too far and was sized a little too long. The second implant was bumping against the s1 foramen. On (B)(6) 2010, the surgeon performed a revision surgery. The superior implant (7 x 55 mm) was removed and replaced with a 7 x 45 mm implant with two 4 x 35 mm implants acting as shims to create a tight fit. In addition, the middle implant was successfully pulled back before adding a 4 x 30 mm implant to act as a shim. The patient's complaint of radiating leg pain post-operatively has been resolved. The patient had good relief of the si joint symptoms that were the indication for the initial surgery.

Manufacturer narrative:
A returned product analysis was performed by (B)(4) (a consulting company). However, the assessment performed by (B)(4) is to gather information regarding bony ingrowth on the implant. (B)(4) does not assess the performance of the product. Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant and incorrect implant size selection.